Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope had foreign objects on the nozzle, plastic distal end cover and on the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. Correction is being made to the previously submitted g3 - date received by manufacturer, which was not late. The correct date was november 5, 2025. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign objects on the nozzle, plastic distal end cover, and adhesive of the bending section cover; however, the type of the material cannot be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from up, down, right, and left angulation control knobs. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.